Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the power supply was adjusted, and the power cord was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event descried in this complaint.